Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Patient reported right side "pain and capsular contracture baker grade iii/IV." Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "pain and capsular contracture baker grade iii/IV." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported eight side "pain and capsular contracture baker grade iii/IV." Device remains implanted.